Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing including bench testing and ECG stressing using a known good multifunction cable (mfc) without duplicating the report. The customer's mfc was not returned for evaluation. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.